Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue water supply failure was confirmed. The following findings were also noted during device evaluation: due to clogging of nozzle, water removal ability does not meet the standard, due to wear of angle wire, bending angle in up direction does not meet the standard, due to wear of angle wire, the play of up/down knob is out of the standard, adhesive on bending section cover has a chip, crack, and white-clouded area, connecting tube has a dent, lock engagement knob has discoloration, scratches found throughout the device, and control unit has discoloration. Furthermore, as reported in b5 foreign material was found in the nozzle and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. It was unknown if the the device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted it was unknown if there were abnormalities with the accessories used for reprocessing. The customer noted it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a water supply failure during an unknown diagnostic procedure. The procedure was completed using the same set of equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the nozzle since the reprocessing was deviated from the instruction manual. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.